Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, noise, high pacing threshold values and had a pacing impedance that fluctuated from 700 to 1500 ohms. Bsc technical services (ts) reviewed electrograms (egm's), and discussed that this patient undergoes a lot of non-sustained ventricular tachycardia (vt) episodes. These are true non-sustained vt's. The majority of the egms have the right ventricular (rv) and shock channels clean and exempted of noise. However, some episodes contain mechanical-like noise on the rv channel. Although the information reviewed cannot definitively rule out a loosened header/pg bond, one would expect that should a loosened header be evident, noise would be seen on all channels. This could not have been observed in any available episode. It was also noted that the noise did not result in greater than 2 seconds of asystole. Bsc ts advised the physician to perform some additional provocative maneuvers in order to see if the noise can be reproduced, and to closely follow the evolution of the ventricular pacing impedances values as well as the ventricular threshold values. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains in service, so therefore will not be returned to bsc for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.